Event description:
The patient was placed on the table lying on her back. The patient was given a blanket. The blanket did not cover her arms. The technician placed one towel over each arm per procedure. Due to the size of the patient, her arms touched the inside of the bore. Upon completion of the exam, patient indicated her arm felt like it was burning. There was an area of patient's arm just above the left elbow that was a little read and warm to the touch. The patient was taken to the emergency department for examination and was discharged to home.